Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed. The implant was placed on (B)(6) 2020 at tooth location #6. The patient returned on (B)(6) 2020 stating that the implant felt loose. After examination, the doctor noted that implant was loose, and then removed the implant with cotton pliers. The doctor stated that the implant lacked primary stability. The patient is currently reported to be healing well, and is edentulous at site #6. The patient has type ii bone quality, and has a dental history of tooth #6 being impacted and removed over 10 years ago. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the implant was returned but not in the original package. The part was verified to be a hahn tapered implant 3.5 mm x 13 mm (70-1154-imp0007). The returned implant had no defect or non-conformity. The threads were intact and the internal features were fine. Blood clot and bone debris can be observed from the implant. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Root cause: probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in implant placement section: "advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." The IFU also contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."